Manufacturer narrative:
There were no known reportable device malfunctions. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13502 and 3005099803-2013- 13644 address these devices. It was reported to boston scientific corporation that two resolution clips device were used during a procedure to manage bleeding and a perforation that occurred during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not open to its full extent and the same thing happened with the second clip. A total of five resolution clips were used during the endoscopic procedure. It was confirmed with the physician on (B)(6) 2013, that the clips did not cause the perforation and bleeding. Following the completion of the procedure, the patient continued to experience bleeding. Since the clips did not adequately control the bleeding, the physician decided that the patient required a more aggressive mode of hemostasis (surgery) to stop the bleeding caused by the perforation. Since the physician confirmed that the device failure did not lead to the required surgical intervention for treatment of perforation and bleeding, this event is deemed not reportable.

Event description:
Due date calculator should be (B)(4) 2013. Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13502 and 3005099803-2013- 13644 address these devices. It was reported to boston scientific corporation that two resolution clips device were used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not open to its full extent and the same thing happened with the second clip. The procedure was completed with five resolution clips. The patient had further complications following the procedure and consequently had to have surgery to treat the perforation that occurred during the case. It was also reported that the patient had excessive bleeding and swelling at the site of the failing clips that the physician believes contributed to the decline in the patient's health post case and consequent need for surgery.